Manufacturer narrative:
Report source: foreign country: (B)(6). This report is related to the following reports: 3012307300-2020-00185, 3012307300-2020-00186, 3012307300-2020-00209, 3012307300-2020-00210, 3012307300-2020-00211, 3012307300-2020-00264, 3012307300-2020-00265.

Event description:
Information was received indicating that an abnormal purge was experienced using a smiths medical cadd administration set used for infusion of parenteral nutrition. The treatment was reported as "pediatric npad/550ml/12h 7d/7." It was reported that the purge was unsuccessful using one pump and that after two tests another pump was used to finish the purge and the infusion. It was reported that the patient experienced severe asthenia and that subsequently it was required to change the pump and administration sets. No additional adverse effects were reported.